Event description:
Complainant alleged that during a routine preventative maintenance check, the device inappropriately displayed message codes "chk electrodes" and "egg lead off". The complainant indicated that there was no pt involvement in the reported failure.